Event description:
It was reported that the patient was unable to start therapy sessions. The clinical specialist troubleshooted the issue with the patient and confirmed an out-of-range (oor)/high-impedance failure of the entire right electrode set. As a result, the patient underwent a surgical procedure to replace the right lead. The entire right lead was removed, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The right lead was received for analysis. The oor was confirmed. Visual inspection under a lab microscope revealed rounded, fractured coils across all coils, approximately 2 inches below the distal electrode #4. No other damages were observed throughout the lead. The lead failed functional testing due to the previously observed rounded fractured coils. The post-initial implant imaging revealed the oor was due to the lateral entry point and improper strain relief loop.

Manufacturer narrative:
(B)(4).